Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.

Event description:
The customer reported initially that she cannot get out of missed bolus. Assisted the customer to clear the alarm. Customer able to proceed to give bolus to herself. Customer also reported that the insulin pump had physical damage and exposure to fluid. Customer's blood glucose was 336 mg/dl. Troubleshooting was done. Customer stated that there was fluid under the liquid crystal display screen. Customer stated possibly due to sweat and humidity in air. Customer stated that there was fracture in the right hand corner of the display. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.